Event description:
Customer reported that device will not power on. There was no patient associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA.